Event description:
It was reported by service report that the fowler was going up on its own. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - siderail membrane button.